Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown; unknown liner lot #: unknown. Item #: unknown; unknown stem lot #: unknown. Item #: unknown ;unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03040.

Event description:
It was reported by the 411 group the patient underwent an initial right total hip arthroplasty on an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on an unknown date. Provided xrays indicate that the patient suffered a dislocation. The patient has been indicated for revision, however, a revision has not been reported. No additional information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiographs identified a superior dislocation of the femoral head component of a right total hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.